Event description:
It was reported that the right ventricular lead had high impedance with elevated threshold. No oversensing was observed. The pacing impedance was noted to be high since the lead was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).